Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing and around the luer lock. The user's blood glucose level was around the 200's (mg/dl) and it was addressed with a bolus. The customer changed the cartridge and resumed insulin delivery.